Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to pacing not delivered when required and high out-of-range pace impedance measurements greater than 2,000 ohms. Event cause was not conclusively determined via imaging, however pacing system analyzer (psa) testing revealed an open circuit and no capture. Upon lead extraction, visual inspection confirmed outer coil fracture near the vein access site. No additional adverse patient effects were reported. This ra lead will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture of inner/outer conductors and a severe bend/kink in the insulation. This type of damage is consistent with repeated stress over time. The reported pacing inhibition, loss of capture (loc), and high out-of-range pace impedance measurements are likely the result of the lead damage reported in the field and observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to pacing not delivered when required and high out-of-range pace impedance measurements greater than 2,000 ohms. Event cause was not conclusively determined via imaging, however pacing system analyzer (psa) testing revealed an open circuit and no capture. Upon lead extraction, visual inspection confirmed outer coil fracture near the vein access site. No additional adverse patient effects were reported. This ra lead will be returned for analysis.